Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported there was leaking from purge side arm of the impella cp. No further information provided.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Purge leak - pump: clinical details noted that leaking from the purge sidearm was noted. Returned product was visually inspected and no damage to purge sidearm was observed. Pump was purged with colored fluid for approximately 24 hours with no purge leak able to be reproduced. The cause of the purge leak - pump could not be determined as the issue was unable to be reproduced and no damage to the purge sidearm was observed on returned product. Device history: pump passed all post-sterile inspection checks.